Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during initial testing. However, after disconnecting and reconnecting the high voltage cable the malfunction was no longer seen. The high voltage cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib error" message. Complainant indicated that there was no patient involvement in the reported malfunction.